Event description:
The customer reported four failed calibrations of the abbott axsym rubella lgg assay, where error message 1018 (calibration check failure, cal a, result too high) was generated. Abbott requested the customer print out the failed and the last successful rubella calibration and fax for evaluation by abbott. The customer's data revealed elevated values for the calibrators. The customer reported the axsym probes and meia lamp were recently checked. The customer was sent a new meia lamp and new lot of rubella reagent and calibrators. Recalibration was successful with the new rubella reagent. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(No consequence or impact to patient), (calibration error), (error message given) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.